Event description:
While prepping the biopsy device, the md could not remove the stylet from the guide without using considerable force and a kelly clamp. Two sizes were identified as having this issue: act1815 act1820. One lot of the act1820 was affected and pulled lot# i2394694. Manufacturer response for stylet, merit medical temno act coaxial biopsy device (per site reporter) reported to manufacturer, product handled by site.